Event description:
A hospital in (B)(6) reported that a pin hole was observed on the dryline of an rt340 adult dual heated evaqua breathing circuit prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint dryline of the rt340 breathing circuit was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole approximately 10cm away from the connector, confirming the reported fault. A lot check revealed eight other complaints of this nature for this lot number. Conclusion: it was identified that the damage to the rt340 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(6) 2012. We have not received any complaints of this nature for product manufactured after (B)(6) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).